Event description:
Additional information was received that the patient underwent a generator and lead replacement surgery on (B)(6) 2015. Pre-operative diagnostics confirmed the high impedance again. Post operative diagnostics were normal. The explanting facility will not return explanted devices. Thus, the explanted generator and lead are unavailable for return and analysis.

Event description:
It was reported via clinic notes that the patient had high impedance detected on his vns system. Additionally, it was noted that the patient has recently regressed in terms of behavior. No additional relevant information has been obtained to date. No known surgical interventions have occurred to date.